Manufacturer narrative:
Unit received with no audio on alarms due to broken black wire on the transducer. Unit received with no vibrate due to broken black wire at the vibrator motor. Unit passed displacement test. Unit failed self test due to broken black wire on the transducer. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump had vibrate anomaly. Customer's blood glucose value was 75 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.